Event description:
It was reported that the device was explanted after an implant duration of approximately 12.17 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that the patient has expired. The cause of death is unknown. The date of patients' death and implant duration are also unknown. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device explanted; (B) (4). Two requests have been made to the health-care provider (via fax) for the device, operative report, and additional information (on 06/03/2010 and 06/10/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and there were no nonconformance found related to this event.

Manufacturer narrative:
On 07/12/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis.